Event description:
A customer contacted beckman coulter inc. (Bec) to report an instrument leak. No injury or exposure to fluid was reported.

Manufacturer narrative:
A bec field service engineer troubleshot the instrument and replaced a bad float switch in gravity sump. Bec internal notification number is (B)(4).